Event description:
The customer reported the left monitor appeared black with a data error message displayed. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The ge service rep replaced the monitor. The system is operating as intended.